Event description:
It was reported that the device displayed a cassette not attached error on the screen. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified the device was last serviced in jul-2024. The reported problem could not be confirmed. The probable cause of the reported problem was unknown. The device was checked for fluid ingression, but none was found. The cassette was reattached, and a downstream occlusion test was performed. The device then passed all functional tests.